Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called to request assistance to discontinue direct message notifications on her phone app for her implantable cardiac monitor (icm). During the call, the patient indicated her icm was explanted due to infection and the messages were no longer needed. Assistance was provided. No patient consequences were reported.